Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model on (B)(6) 2020. Postoperatively, effectively therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B5: updated with specific impedance readings. Correction: h6: code should be '3023, therapeutic or diagnostic output failure' as opposed to '2285 low impedance'.

Event description:
It was reported, the patient experienced ineffective stimulation from the l5 lead model mn20450-50a. Diagnostics revealed, impedance readings between 600-750 ohm on the l5 lead. Reprogramming attempted to utilize the patient¿s other two leads for the target pain area, but was not successful long term. To address the issue, the patient may be awaiting surgical intervention. (B)(6) 2020, follow up information identified the physician explanted and replaced the patient¿s lead with a new model on (B)(6) 2020. Postoperatively, effectively therapy was restored.

Manufacturer narrative:
The physician's phone number: (B)(6). The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation from the l5 lead. Diagnostics revealed low impedances on the l5 lead. Reprogramming attempted to utilize the patient¿s other two leads for the target pain area but was not successful long term. To address the issue, the patient may be awaiting surgical intervention.